Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have stopped aligner treatment because their dentist informed them that they have periodontal disease, this is contraindicated. Their dentist advised that byte aligners are not appropriate for them.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.